Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that upon insertion the 58-year-old male patient had a vessel dissection from the long 14fr peel away sheath/introducer, to be utitlized for the impella cp access. The staff removed the impella and perclosed the arteriotomy and patient had good hemostasis in less than 10 minutes.

Manufacturer narrative:
The investigation for the reported vascular damage has been completed. According to the clinical, while the long peel away sheath was being inserted the patient began complaining of pain. Upon further investigation, a dissection was discovered. The long peel away sheath was then removed and replaced with the short peel away sheath. After the patient was stable, the physician considered leaving the impella device in place. Ultimately, the decision was made to remove the pump and post close the arteriotomy with two perclose. Hemostasis was then achieved after less than ten minutes of pressure. No product was returned for an investigation. Data log analysis was not necessary for this complaint. The most likely cause of the peripheral vessel vascular damage was use related. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk pci states the following: section: warnings & cautions: cautions. ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ added- h6 impact code 4624, h6 component code 925.